Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. A no response letter was sent to the pt. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate erratic readings. The pt reported blood glucose results of "134 and 72 mg/dl" with a lifescan meter, performed more than 20 minutes of each other. Reportedly, sometime after the product issue began, the pt claimed he developed symptom of shaky. The pt did not test on any other device at the time of concern. The pt administered self-treatment with food/drink as a result of the reported meter readings. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. Based on statistical methodology, the reported meter readings were not taken within the precision criteria (<20 minutes). During troubleshooting, the cca verified that the results were taken from the same approved testing site. This complaint is being reported because the pt claimed he developed symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.